Event description:
It was reported that a malfunction alarm occurred. Information pertaining to alternative insulin therapy was not provided. There was no reported impact on the customer's blood glucose level.